Event description:
It was reported that the attempted single coil right ventricular (rv) lead failed defibrillation threshold testing. The patient was externally defibrillated. The lead was removed and replaced with a dual coil lead which passed the defibrillation threshold test and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary. The full lead was returned, analyzed and no anomalies were found.